Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the cartridge tubing during the fill tubing sequence. Customer confirmed that there were no alarms received and no damages on the cartridge. A cartridge change was performed resolving the issue. Customer's blood glucose was ranged from 112-143 mg/dl.